Manufacturer narrative:
First reported occurrence filed separately under rr 3004209178-2019-24217. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a "simple complex seizure" yesterday and the day before (saturday).